Event description:
It was reported during a da vinci-assisted prostatectomy procedure the customer encountered recoverable faults (480084 and 307) on the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and reviewed the system logs and confirmed multiple communication failures and node not present entries, which points to universal surgical manipulator (usm) 1. Then the customer was advised to remove all instrument from the patient cart, reboot system and then the system faulted with an error 319 indicating arm 1 was not reporting. The tse assisted the customer in disabling arm 1 and the user completed the case as planned with 3 arms with no patient injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to errors 40084 and 307. Isi received the usm and confirmed the reported issue as the unit triggered an error 319 on axes controller, carriage (acc). The fa tech swapped the rolling loop fiber cable with a test cable and the system did not trigger any errors. The fault returned when the original rolling loop fiber cable was reinstalled. As a fix, the rolling loop harness will be replaced.